Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 continuously failed due to broken rails. A field service engineer (fse) replaced the rails, and all functions returned to normal. The issue was resolved, and the drawer opened and closed normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was difficult to pull out and appeared to be off its track, allowing it to be pulled out entirely from the unit. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.